Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the device's exhaled tidal volume (vte) levels were low. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001: section d9, returned to manufacturer, of the initial medwatch report stated: 08/31/2021. Section d9, returned to manufacturer, of the initial medwatch report should have stated stated: blank. New information for supplemental medwatch report 001: h6: the device was evaluated by ventec where the reported issue of the device's exhaled tidal volume (vte) levels being low was confirmed. Ventec performed an internal inspection and observed that the external flow module (efm) cable's connector was not properly seated. Ventec reconnected the efm cable to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the efm cable was not fully seated.